Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when they opened the angio-seal package, the device was already broken/leakage. There was no patient injury, medical/surgical intervention required. Additional information was received on 12feb2020. The procedure being performed was a dsa. A 6fr procedure sheath was used. A pre-deployment angiogram was performed. When the nurse opened the angio-seal in the pack, it was already broken/ leakage at the distal part near the location of the bypass tube, it was not yet fully inserted into the sheath; however, the blood pop up from the leakage part. The doctor decided to open a new one. The second angio-seal device was used to achieve hemostasis, and the procedure was successful. There was not a lot of blood leakage, just some. The patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6fr angio-seal vip device was received for product. The arteriotomy locator, the hemostatic sheath, carrier tube, and the guidewire were returned with a plastic tray. Visual inspection revealed that there were no signs of damage or deformation noted with the locator, sheath and guidewire. The returned carrier tube assembly was then examined, and the deployment sleeve of the device was found in the forward lock position. The bypass tube was found to be protecting the anchor of the carrier tube assembly at its correct manufacturing location. Microscopic analysis revealed that there was a kink identified at the proximal portion of the manufactured slit in the carrier tube assembly. The dried collagen had expanded from the manufacturing slit due to contact with the blood. Based on the complaint description and the product knowledge, the allegation that the "angioseal was already broken at the distal part near the location of the bypass tube'' refers to the carrier tube manufacturing slit which is a manufacturing design feature. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the kink occurred while inserting the device into the sheath by holding the hub and not by holding the bypass tube tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.